Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician felt resistance when slitting the catheter after implanting the his bundle lead. It was noted that the ¿white knob part was cut¿ when slitting and the physician stopped the procedure. The physician checked the inside of the ¿guiding¿ and found that the his bundle lead came out with ¿a z-shaped bending¿, kinked and a little tissue attached at the tip during slitting. It was noted that at the start of the procedure, the catheter had poor function of hemostatic valve and there was a lot of blood leakage. The physician noted that the inside of the catheter and the lead got stuck and the physician had to use force to pull the catheter and push the lead resulting in the lead being bent. The physician thought there was a problem with the hemostatic valve and with the internal structure of the catheter. The lead was not used, and another his bundle lead was used for implant. After the fixation of the new his bundle lead, the pacing thresholds were high on the septum, therefore the physician decided to change the site. It was noted that the lead could not be removed to change the site. The physician tried rotating the lead in a reverse direction and strongly pulling the lead but was unsuccessful. It was also noted that tissue was entangled in the helix. The physician decided to leave the lead as a residual lead and another lead was implanted in the apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal end/electrodes of the lead were bent. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.